Event description:
Have noticed problems with contacts for past month...blurred vision...floaters in eyes constantly + irritation. Dates of use: 2007. Diagnosis or reason for use: contact lens wearer.